Event description:
The clinic reported that a laser vision correction patient presented with an epithelial ingrowth in the right eye approximately one week following a lift flap laser vision enhancement treatment. The patient's uncorrected visual acuity was 20/60 in the right eye. The epithelial ingrowth was removed successfully.

Manufacturer narrative:
The clinic is reporting this adverse event only and did not request or require field service or clinical support. All pertinent information available to amo has been submitted.